Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed a physical damage to connector/cable of the electrodes. It was determined that the cause of the issue was deformation in the electrode connector receiver. The customer received replacement electrodes.

Event description:
The customer contacted stryker to report that the electrode could not be plugged in. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that the electrode could not be plugged in. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.